Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglucemia caused by the occlusion issue. The blood glucose level was high and the patient was treated with injection. Patient stated that hair was not removed at the insertion area. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.